Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) underwent four programming changes after implant. These four changes were verified with a printout of the device memory. The last change programmed the device to monitor+therapy. The following morning, upon interrogation, the device was found to be programmed off and only three programming changes were recorded on the device printouts. The last programming change to turn the device on was not recorded. There were no patient symptoms reported with this clinical observation.